Event description:
It was reported that assistance was requested to program this pacemaker into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that the system is MRI conditional; however, the right ventricular (rv) lead exhibited high out-of-range pacing impedances, measuring above 2000 ohms, which triggered a lead safety switch (lss). Additionally, noise was observed in the electrocardiogram (egm). As a result, the system no longer qualified as MRI conditional. Subsequently, the pacemaker was programmed into MRI protection mode. Upon exiting MRI mode, it was confirmed that the device was functioning as programmed. No adverse patient effects were reported in connection with this off-label use. This pacemaker remains in service.